Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction and cleaning the speaker holes, the alarm cleared and insulin delivery was resumed. Customer's blood glucose ranged from 95-96 mg/dl.

Manufacturer narrative:
Device not returned.